Event description:
It was reported that during the implant attempt, the right ventricular lead exhibited significant 60 hz noise through the analyzer. The analyzer was changed, and the lead continued to exhibit noise. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.